Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100478189. Model/catalog description: reservoir, flat, iz, 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, fluid leak and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed that the device had experienced fluid loss due to tubing that had completely torn in half, leading to the right cylinder; therefore, the device was explanted. There were no patient complications.